Event description:
While trialing the head was lost in the pelvic area and unable to be retrieved.

Manufacturer narrative:
Examination is not possible as the instrument remains in the patient. A lot code to determine product age was not known. Current product design includes a wire within the material so that it can be located by x-ray should it become lost in the patient. A two-year complaint database search finds only one other report against this product code. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.